Event description:
The patient ((B)(6)) received an scs system including a surgical lead on (B)(6) 2011. It was reported that the patient is experiencing extreme pain over the lead site. In an effort to resolve this matter, surgical intervention will be undertaken to reposition the patient's lead. The date for the procedure has not been set.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.